Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use reported with the event.

Manufacturer narrative:
The initial submission stated that the attention, charge-pak and service wrench sign were illuminated after batteries were changed in the device. The customer later confirmed that only the attention and charge-pak icons were illuminated, and this condition is not likely to manifest itself in a hazard or function in a manner that would compromise patient safety. The customer received a warranty replacement. The device was not returned to stryker so the reported issue was not verified and root cause could not be determined. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use reported with the event.